Event description:
It was reported that the compressor system was not delivering air according to expected pressure during preventive maintenance. There was no patient involvement. (B)(4)

Manufacturer narrative:
The reported compressor was investigated at the hospital by our field service engineer. The field service engineer discovered that the output pressure was below 40 psi (4 bar) during a pm visit at the hospital. The investigation revealed that the air tubing on the exhaust side had a hole. After the tube was replaced the device passed all the functional and safety testing.

Event description:
(B)(4).